Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was not helping the patient (not getting symptom relief) and they could not get the stimulation to go any higher than 4.0 volts. This started a couple of weeks ago ((B)(6) 2019). Using the programmer, it showed the patient was on program 2 at 4.0 volts and that the stimulation was off. The patient decreased the stimulation down to 1.5 volts before turning it back on. After it was turned on, the patient they increased it to 2.5 volts on program 4 and they felt the stimulation. Therapy considerations were review with the patient. It was recommended to give the change a couple of days and to keep a voiding diary to track symptoms. They did not intend to follow up with their healthcare professional (hcp). Additional information was received from a consumer. It was reported that the patient did not know what led to their device being off, and the issue was not resolved. They were still using 3-4 depends [illegible]. Additional information was received from a consumer. When asked what led to their device being off, it was reported that they did not know it was off. It was noted that their issues have not been resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported that he is having trouble with his bladder as he is having lots of leakage 5-6 times a day. Patient said it helped him some but it got worse when he stopped using it. Pt couldn't feel the stim at 8.5 volts, and he said the stim is on. This started three months ago.. During troubleshooting, it was determined that stimulation was off and patient turned it back on and was on program 1 at 8.5 volts and could feel stimulation down to 1.5 volts and increase to 2.1 where he could feel stimulation. Reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with hcp. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated they increased the stimulation to 8.5, which didn't seem to be helping. They wondered about going higher, it was reviewed that that was as high as it would go. No further complications were reported or anticipated.